Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was charge time-out noted on the device. Technical support recommended device replacement; however, no intervention was performed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
New information received that the device was explanted to resolve the event and the patient was stable.

Manufacturer narrative:
The reported field event of long charge time was confirmed via reviewing of the device image. The high voltage (hv) capacitors were analyzed by the manufacturer. The extended charge time was caused by an anomalous hv capacitor (B)(4).